Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following . It was reported by the customer that during usage, pitocin was running through the tubing when a hole was discovered under the channel by the blue clip that plugs into the channel where the tubing and blue plastic meet. The nurse suspects that the pump alarm did not activate due to a sensor issue, which allowed pitocin to drip directly onto the floor.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information: (d) added device details and identifier. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.